Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded 7.3cm to 7.5cm due to friction to the device can at the proximal region. The other damages found on the partial lead are consistent with those occurring at the time of explant. (B)(4).

Event description:
This report is to advise of an event observed during analysis.